Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Procedure: posterior lumbar spinal fusion. During use the surgeon noted that the torque driver was slipping as the x25 driver tip was worn due to general use wear and tear. Surgeon utilised the second driver from the same set with no delay to surgery. Surgery proceeded as expected with no adverse impact or outcome. No further information is available. Discarded: no return to manufacturer unless local engineering assessment indicates return is required.